Event description:
The ICD was implanted on (B)(6) 2021. Reportedly, the patient died of a cardiac arrest on (B)(6) 2021 in a shop. The relation between the death and the ICD could not be determined by the site. Preliminary analysis of the provided patient files showed normal device functioning as of (B)(6) 2021.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The ICD was implanted on (B)(6) 2021. Reportedly, the patient died of a cardiac arrest on (B)(6) 2021 in a shop. The relation between the death and the ICD could not be determined by the site. Preliminary analysis of the provided patient files showed normal device functioning as of (B)(6) 2021.